Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brushing their teeth when two shocks occurred; the shocks were deemed to have occurred due to noise signals being oversensed. Low amplitude measurements was also noted to be present. The noise was able to be recreated while simulating the teeth brushing in primary and secondary vectors with therapy off. Technical services (ts) discussed reprogramming options with the field representative, who would discuss with the physician. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brushing their teeth when two shocks occurred; the shocks were deemed to have occurred due to noise signals being oversensed. Low amplitude measurements was also noted to be present. The noise was able to be recreated while simulating the teeth brushing in primary and secondary vectors with therapy off. Technical services (ts) discussed reprogramming options with the field representative, who would discuss with the physician. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information obtained, the physician decided to turn off therapy until further notice.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.